Manufacturer narrative:
Patient identifier: requested, not provided due to facility policy. Age & date of birth: requested, not provided due to facility policy. Patient sex: requested, not provided due to facility policy. Weight: requested, not provided due to facility policy. Ethnicity: requested, not provided due to facility policy. Race: requested, not provided due to facility policy. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: lead tech. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The sample was not available for assessment. The complaint cannot be confirmed for air leakage issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. After speaking with the territory manager, it is unknown the cause of the air leakage the user experienced. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band 2 device was applied using the instructions provided by terumo by an experienced operator and initial hemostasis was observed. After approximately five (5) minutes, the patient began to bleed through the access site. Additional air was added on two occasions. After the second addition, the bleeding stopped. The band remained in place for an hour, and then the deflation process began per the instructions for use (IFU) guidelines. The patient was in stable condition and the procedure was successful. There was no patient injury or medical/surgical intervention required. Additional information was received on 05 apr 2023: the procedure prior to using the tr band was left heart diagnostic catheterization. The issue was seen a few minutes after the device was placed. There was no manipulation of the device pre-use or during storage. The band was stored on the shelf in their lab. It was unknown how many cc's of air were added to the tr band. Bleeding at the access site was less than 250cc's. Hemostasis was ultimately achieved with the tr band.